Event description:
It was reported that an implantable pacemaker is at shipped programmed settings and has implant detect on, the predicted longevity is at 3 years while in the box. No patient was involved with this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.